Event description:
It was reported that balloon rupture occurred. The target lesion was located in the distal left anterior descending artery. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, on the first inflation at 21 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated to 21 atmospheres and the direction for use states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. The balloon compliance chart in table 2 within the dfu lists 20 atm as the rated burst pressure for 2.75 mm diameter devices". (B)(4).